Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with no readings on the atrial channel. The physician suspects that there is an electrogram anomaly that is making it appear as if there is no atrial activity. The patient is asymptomatic and will continue to be monitored.